Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. An alternate usb cable successfully charged the pump. Customer's blood glucose level was not impacted.